Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room complaining of extreme fatigue. Device interrogation revealed that the right ventricular lead exhibited loss of capture. Programming interventions were made, and the patient was discharged in stable condition.